Manufacturer narrative:
The investigation into the aic - controller error (yellow alarm) issue has been completed since the original report was filed. The device was returned and tested after arriving in fs. The issue was initially not reproduced and upon each boot-up no alarms were present. However, visual inspection of the optical pump connector revealed heavy contamination, which could¿ve caused the ¿bad lamp¿ condition. The cause of the aic issue was contamination.

Event description:
No patient involvement: the complainant in canada had a console with a yellow alarm as seen by the hospital biomed dept. The console was removed and replaced by a loaner per IFU recommendations while the console is sent for investigation. No patient harm or injury.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.